Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from central supply with no note attached. No specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen did respond; however, would not calibrate. No additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.